Event description:
During a procedure in the popliteal vein, the device malfunctioned. An additional device was available and was used to complete the case. After the treatment, the pt experienced no adverse sequela.